Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the very tortuous and calcified proximal right coronary artery (rca) which was shaped almost like a "shepherd's crook". A stent had previously been placed in the rca. A 2.25 x 16 synergy ii drug-eluting stent was then advanced to treat the lesion. The device failed to cross the lesion and the stent came off the balloon into the proximal rca. Balloon catheters were used to crush the dislodged stent into the vessel wall. A different stent was implanted to treat the target lesion and the procedure was completed. No patient complications were reported and the patient's status was stable.